Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drips were seen when the customer filled tubing multiple times. The customer was able to change the tubing and drips were seen. Also, it was noted that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the customer filled the cartridge with 450 units. The customer was able to load a new cartridge successfully and the customer does not remember their blood glucose level a the time of event.

Manufacturer narrative:
.

Event description:
Also, it was noted that the customer stated that they fill the infusion set tubing by hand before connecting the tubing to the cartridge and then filling it with (b)(2) units.